Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and bard knitted monofilament were implanted. The patient underwent a previous procedure on (B)(6) 2011 and monarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to pop. It was reported that patient underwent simple mesh excision and cystoscopy on (B)(6) 2012, due to mesh extrusion of anterior vaginal wall. It was reported that patient underwent tah with bso on (B)(6) 2012, due to menorrhagia, intractable. It was reported that patient underwent hernia repair with mesh on (B)(6) 2013, due to incisional hernia. It was reported that patient underwent d&c, hysteroscopy, diagnostic laparoscopy, right ovarian cyst aspiration on (B)(6) 2013, due to pelvic pain, right ovarian cyst and menorrhagia. No additional information was provided.